Event description:
The customer contact reported to ac power cord was melted and charred at the strain relief. The device was returned to the central supply dept for an unspecified issue. No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. Upon visual examination of the device, the ac power cord was found to be melted and charred at the strain relief. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.